Manufacturer narrative:
Investigation conclusion: tested 4x retained devices with negative standard and 3x retained devices with positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported 1 false positive sars result for one patient. No confirmatory testing completed. No further information provided by customer.